Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low and high blood glucose on (B)(6) 2017 with blood glucose of 28 mg/dl at the time of the low incident. The customer was at 233 mg/dl at the time of the high incident and over 600 mg/dl at the time of the call. The customer treated for the high with the pump. The customer experienced symptoms such as a diabetic coma and loss of consciousness for the low incident. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed and the customer will call back to complete troubleshooting. Customer also complained of the act button not working properly on their new pump, and their linked meter readings not showing up on their pump. The insulin pump will not be returned for analysis.